Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with a compromised force sensor system error. The patient's blood glucose at the time of incident was 245 mg/dl. Troubleshooting was initiated for the priming issue. The customer confirmed that the pump was not dropped or bumped prior to the alarm. The drive support cap also appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.